Event description:
Additional information received reported that the patient developed a staphylococcus aureus infection that was diagnosed on (B)(6) 2012. It was noted that the patient was administered perioperative antibiotics. It was further noted that the patient did not have meningitis. The patient's symptoms included redness. The primary location of the infection was the device pocket. A culture was obtained from the device pocket and revealed the staphylococcus aureus infection. It was noted that the patient was administered IV antibiotics and oral antibiotics. It was further noted that a partial device system explant was performed. It was indicated that the patient's infection was resolved.

Manufacturer narrative:
Product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot # v824010, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4). Lead model 3389s-40, lot# v824010, implanted: 2012 (B)(6), explanted: na; extension model 7482a40, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk.

Event description:
It was reported that the patient's battery and extension were explanted due to an infection. The reporter stated that the device were explanted in april, however the manufacturer's device registry showed that the devices were explanted on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.